Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo show partial view of two powerline central venous catheter in which clinician pointing out the cuff portion of the catheter. The cuff was noted to present in one catheter, and the cuff was noted to be missing in another catheter. Therefore, the investigation is confirmed for the reported component missing and identified loss of failure to bond issues. The definitive root cause could not be determined based upon available information. Labeling review: the reported material information is for disposable (single use) device and therefore a service history review is not applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure by using powerline 5f single-lumen polyurethane catheter. It was reported that prior to the procedure the valve piece was allegedly missing. The procedure was completed using another device. There was no patient contact.